Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received power loss alarm and had blank display. The customer¿s blood glucose level was 183 mg/dl. The customer states that is not working and pump is blank. Nothing on the screen. Troubleshooting was performed for blank display and power loss alarm. The customer was advised monitor the pump. The insulin pump will not be returned for analysis.